Event description:
The customer reported to olympus, the light source had severe scratches. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, a b30 scope communication error was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a defective output socket, a scratched front panel, a worn out water container holder, a loose lamp that didn't have a closed latch, a significant amount of thermal paste used, and a contaminated air hose from the pump to the socket. The investigation is ongoing [and follow up with the user facility is currently being performed]. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "error b30" was caused by a communication failure caused by output socket. Olympus will continue to monitor field performance for this device.